Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported chipping a tooth while taking impressions. Patient had chip repaired with a composite filling.